Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened act button dome switch. No unlocked j2 or lcd keypad connector noted. However device passed operating currents, self-test, a21 error test and displacement test. No unexpected failed battery test alarm noted during testing. Device had cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose level was unknown. The customer reported that the insulin pump had rejected new batteries, buttons had to pressed more than once to respond and the plastic over the reservoir was chipped. The insulin pump will be returned for analysis.